Manufacturer narrative:
The reported blade whip was confirmed by a manufacturer repair technician through functional evaluation. Upon disassembly, wear and degradation were identified throughout several internal components of the device, including a worn indexing latch, worn bearings, and a broken blade mount base, which are the probable cause of the reported blade whip.

Event description:
It was reported that during a surgical procedure at the user facility blade whip was observed. The fingernail of the surgeon was cut, but the user facility was not able to provide any further information regarding the reported event. The procedure was completed successfully without a delay; no adverse consequences or medical intervention were reported.